Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritoneal cloudy effluent. The breach in aseptic technique was further described as improper technique of, failure to wear a mask. On the same day as the event, the patient was hospitalized. The patient was treated with ceftazidime (intravenously, dose, frequency, and duration were not reported) for peritoneal cloudy effluent. Therapy was ongoing. The patient was retrained on proper aseptic technique. At the time of this report, the patient had recovered from the event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.